Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that customer experienced high blood glucose and insulin pump had critical pump error. The another blood glucose level was 496, 209 mg/dl. The customer was treated with the manual injection. The customer was unable to troubleshoot for high blood glucose due to critical pump error. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.